Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump sleep/wake button was unresponsive per a caregiver, and the user was advised to check the ilet app for a firmware update; the user later reported no ongoing button issues and that blood glucose was not affected, with a reported reading of 168 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included customer care troubleshooting and user education performed remotely. Investigation of this case revealed normal device function at follow-up with no reproducible malfunction of the sleep/wake button and no impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was not confirmed and may be attributable to transient use-related factors.